Manufacturer narrative:
Failure of bone grafts to osseointegrate and infection are inherent risks of the surgical procedure, although uncommon. Other variables, beyond product not performing ot specifications, to consider in a differential diagnosis would be pt health and social history (which appear to be unremarkable), site preparation trauma (heat or pressure from the possibility of condensing type ii bone) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy) resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (i.e. Infection, wound dehiscence, or early load from temporization or transgingival healing). Form the information provided, it is not possible to definitively determine if the implant, graft, technique, pt compliance, post-operative complication, etc. Was the etiology of failure. However, because a second surgery was required to remove and/or replace the implant and graft, this event meets the criteria. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
Pepgen p-15 flow was used with simultaneous implant placement in the left posterior maxilla with fair / poor oral hygiene and reported bone quality type ii. The osteotomy was prepared via bone condensing, something uncommon with type ii bone (although it is possible the doctor is referring to the bone quality after the condensing procedure). Healing was subgingival. The implant did not osseointegrate and the site had signs of progressive bone lost and infection; the implant was explanted approx three weeks post-placement. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.